Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable connection was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had only half the image on the left monitor prior to a case. No patient injury was reported.